Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with ceftazidime intraperitoneal (ip)1 gram nightly and vancomycin ip 2 grams weekly diagnostic information was not reported. The cause of the peritonitis was unknown. At the time of the report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4): additional information was received about the event. Fifteen days after the patient was hospitalized for peritonitis, the ceftazidime and vancomycin treatments were stopped and the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Study title: a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental MDR will be submitted.